Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, there was a significant kink in the aortic arch which required careful navigation but was successfully traversed. The valve was correctly aligned, and rapid pacing was initiated. However, upon attempting inflation, the consultant noted that the 29mm commander delivery system was not inflating, and there was no fluoroscopic visualization of valve expansion. Pacing was stopped, and blood was observed in the syringe. It was decided to remove all the devices. Upon removal of the esheath+, the distal tip was noted to have a few small holes in the seam of the esheath+. A new esheath+ was inserted, and a second valve was prepared and implanted without issue. The patient remained stable post-procedure. Provided imagery shows the valve crimped over the inflation balloon. Blood is observed inside the balloon and inflation syringe, and the esheath+ liner is observed to be fully delaminated and bunched at distal end. A liner tear is also observed.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: the balloon was torn at the I/c bond location. There were no other abnormalities. Dimensional testing was performed. Double wall thickness was measured of the crimp balloon, the measurements were found to be within the specification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: valve placed between alignment markers prior deployment attempt. Blood inside the commander delivery system balloon and inflation syringe. The reported event for balloon torn was confirmed based on evaluation of returned device and provided imagery. No manufacturing non conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, evaluation of the returned device revealed a torn balloon at the I/c bond location. Patients access vessel presented tortuosity and calcification, and there was a significant kink in the aortic arch. However, although it was reported that no valve alignment issues were encountered, it is unknown if valve alignment was performed in a straight section of the aorta. If valve alignment was performed in a tortuous vasculature (non straight section), this could have caused the valve to become unseated (non coaxial placement of valve in relation to the flex tip) and dive into the flex tip. Also, if residual fluid remains in the balloon after de airing, it could have resulted in a larger inflation balloon profile. As such, if the thv was unseated from the flex tip during alignment or a larger inflation balloon profile was present, this could have resulted in higher than normal alignment forces creating high tension in the system. As a result, high forces on the system during valve alignment may have weakened the balloon and caused the balloon to tear prior to thv deployment. However, due to insufficient information available, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per preliminary pre-deco observations, the 29mm commander delivery system received fully inserted through its associated 16f esheath+, inflation device full of solution attached through a non-edwards stopcock and loader cap over flex shaft. Sapien 3 ultra valve crimped over inflation balloon area. The balloon torn at the I/c bond.

Manufacturer narrative:
Additional information added to b5.